Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx3925 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by health professional "I came across an expired kit. The lot # is redx3925 with an expiration date of (B)(6) 2020. It's one of the newer (thin) kits that just came recently. It's a 4 french single lumen PICC. " the device was not used on a patient.